Event description:
The customer reported that pus was coming out of the infusion site which was also red and irritated. The customer also had blood glucose levels as high as 416 mg/dl. The customer was taken to the doctor who prescribed antibiotics to treat the site infection. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection or hyperglycemia. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.